Manufacturer narrative:
H6: the authorized third party service provider (asp) will further evaluate and repair the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56. H3 other text : to be serviced by asp

Event description:
An authorized third party service provider (asp) contacted ventec to report that the device's alarm was not working as expected. The asp had expected the device to display a patient circuit disconnect (pcd) alarm when the patient circuit was disconnected. The device alarmed for other conditions, as expected, but not pcd. There were no reports of patient involvement associated with the reported event.

Manufacturer narrative:
Corrected information for supplemental medwatch report 001: section b5, describe event or problem, of the initial medwatch report stated: an authorized third-party service provider (asp) contacted ventec to report that the device's alarm was not working as expected. The asp had expected the device to display a patient circuit disconnect (pcd) alarm when the patient circuit was disconnected. The device alarmed for other conditions, as expected, but not pcd. There were no reports of patient involvement associated with the reported event. Section b5, describe event or problem, of the initial medwatch report should have stated: an authorized third-party service provider (asp) contacted ventec to report that the ventilator provided an alarm indicating higher peep (positive end expiratory pressure) than set. There were no reports of patient involvement associated with the reported event. Section d4, model #, of the initial medwatch report stated: prt-00490-100. Section d4, model #, of the initial medwatch report should have stated: v+o+c+s+n+pro, japanese. Section d4, UDI #, of the initial medwatch report stated: (B)(4). Section d4, UDI #, of the initial medwatch report should have stated: (B)(4). Section h6, medical device problem code, of the initial medwatch report stated: 1012 (device alarm system). Section h6, medical device problem code, of the initial medwatch report should have stated: 3005 (output problem). New information for supplemental medwatch report 001: h6: ventec has reached out to the authorized third-party service provider (asp) for an update on the device evaluation and repair. To date, no response has been received. Ventec continues to investigate the reported issue. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.